Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The health care provider stated there was an issue with the piston rod. There was no additional information available for this complaint. There was no indication as to whether or not there was a delivery issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2015 with the following findings: a review of the last basal delivery was on 04/25/2015 at 9:45 am. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity or any errors, alarms or warnings (eaw) outside of normal use observed. The battery cap and cartridge cap was not returned; therefore, test caps were used to complete investigation. During evaluation, the ¿ez-prime¿ steps were successfully performed on the pump; no eaws occurred during investigation. A 100 unit cartridge was successfully loaded in the pump and the correct units were displayed. There was no debris found in the cartridge compartment and no damage was found to the piston. The piston cap was found to be fully seated and the reported issue with the piston rod was unable to be duplicated during pump analysis. Unrelated to the complaint, the battery compartment was found to be cracked at the case seal.